Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer phone call stated the two part brush head broke again. The bottom part of the brush head fell off. No injury was reported.